Manufacturer narrative:
(B)(4) date sent 12/3/2024 d4 batch # unk b3: only event year known: 2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the staple fire seems normal at the time. Proximal staple line ok. Distal line leaked immediately. Surgeon then inspected the distal line, noted only half of the staplers fired. Half of the line had staples that did not close. Had to redo anastomosis. The procedure was successfully completed. The surgery was delayed 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2024. Corrected data: b3. H6: health effect ¿ clinical code gastrointestinal system (e10) . Additional information received: while surgeon was using a stapler-cutter during 35-year-old inpatient's abdominal perineal resection surgery, only half of the staple line fired. Half of the staples were closed and had a normal appearance. The other half of the staples were completely opened leaving a hole in the top of the rectal stump. Although it would have been repairable, by continuing with further resection to repair the defect, redoing the anastomosis would present a high risk for leakage and leave the patient with very poor bowel function. Therefore, surgeon proceeded with inter-sphincteric dissection of the anus and removal of the patient's remaining rectum. Permanent colostomy was created without issue.

Manufacturer narrative:
(B)(4) date sent: 1/10/2025. Corrected data b1, b2, h1.

Manufacturer narrative:
(B)(4). Date sent: 2/26/2025. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and has been revised to a malfunction.